Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2012 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2012. Model number/catalog number:sc-2138-70, serial number: (B)(4)., batch/lot number: 137057/137289, model/catalog description:phase iii linear lead - 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.